Event description:
Related manufacturer reference number: 2017865-2021-39027. It was reported that the patient presented to the hospital on (B)(6) 2021 for lead revision. Upon examination, it was noted that the right ventricular (rv) lead had high capture threshold. Also, the right atrial (ra) had insulation damage. The physician repaired and re-implanted the ra lead. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.